Manufacturer narrative:
(B)(4). Implant date ¿ (B)(6) 2018. Additional concomitant medical products: 00877502802 ¿ head ¿ 2948135; 00784802101 ¿ neck ¿ 63916489; unknown - unknown femoral stem - unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery approximately 3 months post implantation due to disassociation of the bearing from the head. During the procedure, the bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.